Event description:
Pt post-op after cardiac surgery. Pt had pericardiac pacer wires connected to external temporary pacemaker. Pacemaker checked at 1900 hrs and 2000 hrs. Rate set at 80, ma at 20. At 2105 hrs, pt became asystolic-pacemaker not pacing. Screen blank. CPR initiated. Pacemaker turned on/off x 2. Emergency button pressed x 2 with no positive results. Pt hooked up to 2nd pacemaker immediately - no harm/injury to pt.

Event description:
Add'l info rec'd from MFR 2/12/2004: info received with the returned device states that the device was not pacing, and the pt became asystolic. CPR was performed. The pacemaker screen was blank. The device was turned on twice and the "emergency" button hit twice, with no result. A second pacemaker was obtained, and it paced the pt appropriately. After the pt was stable, the battery was replaced three times. Every time, the "battery box" continuously flashed, and the numbers and info sections blinked on/off. Subsequent follow-up with the user-facility found there were no pt complications. The device was thoroughly inspected, and the electrical and mechanical parts of the device were tested. No anomalies were observed. Inspection of the device's physical condition found no visible cosmetic damage or contamination. The device was powered up with a power supply set at 9v and hooked up to a multi-meter to monitor the load across the battery contacts. The device was set at nominal settings with no load. While decreasing vs by 100 mv every 15 seconds to verify the low battery warning would flash, it was observed to start flashing between 6.9v and 7v consistently. No other segments or any part of the display was observed to be flashing. The batteries received with the device measured 9.6 and 9.8v (no load). However, it was noted that these were not the batteries used but were from the same box. It was concluded that the device was within specification; no failure was detected. The battery contacts and battery flex were replaced as a preventive measure. The unit was calibrated to optimal specifications and passed final quality assurance testing when service was complete. A new model 5441 cover was also returned with the device to prevent any inadvertent key presses.